Event description:
Device 1 of 2. Ref. MFR. Report #: 1627487-2014-02028. The pt was implanted with two pns (off-label) leads from the same lot number, and two anchors from the same lot number. It was reported the pt's pns leads were explanted and replaced. X-rays taken showed the leads had migrated and coiled. Additionally, the x-rays showed one of the lead anchors had also moved; both anchors were replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.